Manufacturer narrative:
Date of implant: only the year of 2009 was provided.

Event description:
The information provided to sjm indicated the leaflets of the valve were not opening due to pannus and the valve was explanted. The pt was reported to be stable postoperatively.